Event description:
It was reported when using the bd pyxis¿ medflex 1000 there was a delay in dispensing morphine to a hospice patient with "multiple underlying diagnosis" admitted a skilled nursing facility. Per report, the nurse was trying to obtain the medication, the "quantity of med would not change" and unable to override. The patient reportedly passed away and the customer confirmed that the delay in dispensing morphine was not caused nor contributed to the death. The clinician stated, "I just wanted my patient to be comfortable" referring to the administration of morphine to their hospice patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medflex 1000 there was a delay in dispensing morphine to a hospice patient with "multiple underlying diagnosis" admitted a skilled nursing facility. Per report, the nurse was trying to obtain the medication, the "quantity of med would not change" and unable to override. The patient reportedly passed away and the customer confirmed that the delay in dispensing morphine was not caused nor contributed to the death. The clinician stated, "I just wanted my patient to be comfortable" referring to the administration of morphine to their hospice patient.

Manufacturer narrative:
The following fields were updated due to device evaluation: complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number device history review: a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue investigation summary: upon investigation of the actual device used in the incident, it was determined that the pharmacy was trying to get medication approved before calling medbank support. Unable to override morphine in the system. A technical support specialist had confirmed that the patient had passed within 2 minutes of the rn contacting the agent. The rn had stated the patient was a hospice patient and the delay in morphine was not the cause of death.